Event description:
It was reported, while in the cath lab, the md prepped the iab per instruction. The md inserted a sheath via the left femoral artery and attempted to insert the iab through it. The membrane became "loose" and could not advance throught the sheath. As a result, the md requested a different brand iab. There were no reported pt complications.